Event description:
It was reported that the main body of a minicap transfer set was damaged. The transfer set was replaced to address the issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual and microscopic inspection revealed that the light blue main body of the transfer set was cracked. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the transfer set has been made. Should the device be received or additional information become available, a supplemental report will be submitted.